Manufacturer narrative:
Correction: date of event. Additional information: patient age ¿ estimated since dob not provided. Date of birth ¿ not provided. Expiration date ¿ jan 1, 2019. Device manufacture date - mar 30, 2016. The device was not returned for analysis, limiting the investigation to the review of the device history record and information provided by the field. The patient was treated with oral antibiotics. Review of the patient¿s complaint history showed no prior related events. A specific cause for the reported event could not conclusively be established through this evaluation. The account communicated that the patient¿s driveline (dl) was bumped in (B)(6) 2017. A drainage culture taken in (B)(6) 2018 was positive for staphylococcus aureus, and the patient was started on duricef. On (B)(6) 2018, a repeat culture was performed and the patient¿s driveline culture was finalized. It was reported that the patient is continuing on cefadroxil, indefinitely. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). No product was returned for evaluation. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2018 that patient bumped their driveline (B)(6) 2017. A drainage culture was performed on patient on (B)(6) 2018 which turned out (B)(6) for (B)(6). The patient was treated with duricef (1,000mg daily for 3 weeks). While on (B)(6) a repeat culture was performed and noted that patient's driveline culture was finalized. Patient to continue on cefadroxil indefinitely for the infection which it remained susceptible. Patient remained in oral antibiotics and no further information provided.